Manufacturer narrative:
The indigo system cat6 aspiration catheter (cat6) was stretched approximately 122.0 cm from the hub, kinked approximately 125.0 cm from the proximal end, kinked repeatedly approximately 127.0 cm from the hub, and ovalized approximately 133.0 cm from the hub. Evaluation of the returned device confirmed the distal shaft and distal tip were damaged. This type of damage typically occurs due to improper handling during use. If the cat6 is used through a support catheter and continually advanced with force against resistance, damage such as this may occur. The cat6 are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the cat6 was stretched approximately 122.0 cm from the hub, kinked approximately 125.0 cm from the proximal end, kinked repeatedly approximately 127.0 cm from the hub, and ovalized approximately 133.0 cm from the hub. Conclusions: evaluation of the returned device confirmed the distal shaft and distal tip were damaged. This type of damage typically occurs due to improper handling during use. If the cat6 is forcefully advanced against resistance, damage such as this may occur. The cat6 are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure from the proximal superficial femoral artery (sfa) to the popliteal segment using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician gained access into the proximal stent and advanced the cat6 into the proximal segment; however, the cat6 "popped out" and the physician could not re-access back into the stent with the cat6 because there was no directionality of the cat6 tip. The physician removed the cat6 from the patient and made another attempt to advance the cat6 into the proximal segment. However, while advancing the cat6 back through the other manufacturer's sheath, it would not advance smoothly and the cat6 tip became accordianed. The physician removed the cat6 and completed the procedure using other techniques. There was no report of an adverse effect to the patient.